Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s legal guardian (lg) reported an issue with the op5 controller which seems to be delivering the bolus, however, is not delivering the basal insulin as it should. The patient¿s blood glucose (bg) level was reported to be 12.5 mmol/l (225 mg/dl) while wearing the pod for an unknown duration. The lg stated that it is saying it cannot deliver the basal insulin and asks to restart but after doing so, the issue with the op5 controller persists. The lg stated they can still give themselves bolus and that seems to lower the bg levels. They can also use a pen to lower bg levels if needed. The pod they are using seems to be still functioning in regard to the bolus delivery even if it´s not delivering the basal. There was no medical assistance required.